Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting that the "load reservoir" of their orthopat machine would not clear. No donor injury or reaction. No operator injury was reported. Upon eval of the returned device a blood and saline spill was confirmed. Fluid ingress resulted in several parts needing replacement. (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting that the "load reservoir" of their orthopat machine would not clear. No donor injury or reaction. No operator injury was reported.